Event description:
The customer reported while service the device it was opened and found burnt connections on the motor controller pcba. The ventilator was not in use on a patient. The customer reported there was no patient involvement .